Manufacturer narrative:
A visual inspection, functional testing, dimensional analysis was performed on the returned device. The difficult to open or close was not confirmed. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the information received, the investigation determined that the reported issue appears to be related to operational context. It is likely the foot of the device caught tissue or biological material that prevented full closure. The complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported this was a venotomy closure of a right common femoral vein using the pre-close technique via a 6f sheath hole prior to an interventional procedure. Reportedly, the suture was successfully deployed, after the prostyle was removed, it was observed the foot plate was slightly open. The sheath was upsized to 10f, and the procedure was completed. Hemostasis was achieved with the pre-placed prostyle device. There was no adverse patient effects and no reported clinically significant delay in the procedure or therapy. No additional information was provided.